Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
The patient reported her stomach was hurting along with nausea, vomiting, diarrhea, and ruq epigastric pain. She went to the ER and was hospitalized. EKG results showed nsr, marked t wave abnormality, prolonged qt. It was unclear if abdominal ultrasound showed gallbladder polyps. Angiogram showed severe -3 vessel cad with patient saphenous vein grafts to the obtuse marginal and right coronary artery. Chest x-ray was normal. Cardiac enzymes and troponin I wnl. The patient was given anti-platelets, beta blockers, ace inhibitors, anti-coagulants, nitroglycerine, gi prophylaxis, analgesics, statin, and plavix. The patient recovered without sequelae in 2008.